Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector, generator drive board, and the high voltage regulator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed an ad channel 10 error and would not boot up. There was no patient injury or death reported.